Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ("paroxysmal pains") and pregnancy with contraceptive device ("pregnancy") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pain (seriousness criteria medically significant and intervention required) and hypertension ("hypertension") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months after insertion of essure. The patient was treated with surgery (hysterectomy planned - salpingectomy). At the time of the report, the pain, pregnancy with contraceptive device and hypertension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for hypertension, pain and pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Hysterosalpingography was mentioned with no further details. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pain. The analysis in the global safety database revealed 380 cases. Pregnancy. The analysis in the global safety database revealed 3.328 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-feb-2019: this case (B)(4) was detected to be a duplicate to (B)(4). All information was transferred to that case (B)(4). This record# (B)(4) will be deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of pain ("paroxysmal pains") and pregnancy with contraceptive device ("pregnancy") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, (B)(6) months after insertion of essure, the patient experienced pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and hypertension ("hypertension"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy planned - salpingectomy). At the time of the report, the pain, pregnancy with contraceptive device and hypertension outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for hypertension, pain and pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingography was mentioned with no further details. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pain. The analysis in the global safety database revealed (B)(4) cases. Pregnancy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.